Event description:
The dentist reported separating a file in a severely curved canal of the pt's tooth and elected to fill around the file to complete the procedure. There was no report of injury to the pt.